Event description:
It was reported that this right atrial (ra) lead had high impedances measurements measuring greater than 3,000 ohms. Additionally, there were stored episodes with noise and oversensing. Technical services noted that the oversensing was related to the minute ventilation (mv) feature. The feature was deactivated by the signal artifact monitor. Technical services (ts) recommended troubleshooting and further monitoring. No adverse patient effects were reported. This ra lead remains in-service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).